Event description:
Report received from medwatch "PICC line snapped during removal. Piece left in infant requiring retrieval in cardiac cath lab".

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be completed, as the part and lot number was not provided. Despite multiple requests, we have not yet received the sample related to the complaint. Additionally, no photographic or visual evidence has been provided to support a review of the concern. Without this necessary information, a thorough investigation cannot be conducted, and identifying a root cause or corrective action is not feasible. At this time, no corrective action is required. However, if the samples are provided at a later date, we would be happy to reopen the complaint for further evaluation. Additional information provided in h3, h6 and h11.